Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 378 mg/dl and gastroparesis, leading to a hospitalization. The customer states she was feeling sick that night and repeatedly tested her blood glucose, which started to rise. It was found that the customer did not change her insulin infusion set when she was supposed to. Nothing further was reported.